Event description:
It was reported that patient's right atrial (ra) lead became dislodged after implant. The ra lead was repositioned the following day. No patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implantable pulse generator (ipg): (B)(6) 2013; a 5076 implantable pacing lead: (B)(6) 2013. (B)(4).